Manufacturer narrative:
B3: date of event is unknown. D4 lot number, expiration date, h4 are unknown. Four photos and one sample were received for evaluation. Visual inspection revealed the device in pictures 2,3, and 4 had damage. The sample was received in used conditions, without its original packaging, decontaminated and inside plastic bag; no damage was noted. Functional testing was performed, and the reported issue was replicated. The root cause was determined to be manufacturing. No lot number was provided; therefore, a history record review could not be conducted. For all enquiries or follow-up questions related to the record, do not use (B)(4) located in sections g.1., please direct those to the following: (B)(4).

Event description:
It was reported that the device exhibited a leak from the drug bag at the start of administration. Per reporter the patient was using the device during hospitalization. No adverse patient effects were reported.